Manufacturer narrative:
Other applicable components are: product ID 3487a-56 ,lot# l77127, implanted: (B)(6) 2000, product type: lead; product ID 3487a-56, lot# l77127, implanted: (B)(6) 2000, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient implanted with a neurostimulator for failed back surgery syndrome - other. It was reported that stimulation felt like it was turning off. The patient fell in (B)(6) 2016, two weeks prior to (B)(6) 2016. The rep checked impedance and multiple impedance values/pairs were high. The rep was only able to get stimulation on one side. The patient was to follow-up with a healthcare professional. Additional information received from the rep reported that the patient was being to a physician's office to get a whole new system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.